Event description:
It was reported that this patient just underwent an upgrade procedure from a pacemaker to an implantable cardioverter defibrillator (ICD). The field representative believes there is noise from the old right ventricular (rv) brady lead. The noise was being oversensed which resulted in the patient having pacing inhibition. Technical services provided troubleshooting options. The physician decided to re-open the pocket to check all the connection. Subsequently, the lead was revised, and was moved further away from the old pacing lead. There was no further interaction noted on the programmer thereafter. At this time, the lead remains in service. No additional adverse patient effects were reported.